Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation, defect was found and discolored chemistry observed. Retention results are acceptable. Root cause: rc-072: vial left open for an extended period of time note: manufacturer contacted customer twice in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). The expected fasting blood glucose test result range was undisclosed. The customer did not report symptoms. Medical attention is not reported as a result from the use of the products. The product is stored according to specification in the living room. During the call could not verify the error message, but after reviewing how to apply blood, the customer stated that he applies the blood to the strips, customer was using the wrong technique. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.